Manufacturer narrative:
No patient information provided as no patient was involved in this concern. In trouble-shooting the day of the procedure, the battery control board was checked and found good; checked connections from battery control board. Pin 3 = -161v, pin 4 = 185v and measuring charger pin 14-15 = 2v where should have 27. Return requested. Replacement battery charger 1 shipped to site 06/01/2016. No parts have been received by manufacturer for analysis. On 06/21/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system that would not perform an x-ray. The pendant functioned properly and there were no warnings exhibited. Pressing the hand or foot pedal did not allow the x-ray to be taken either. Log files from the imaging system showed error 25. In trouble-shooting, the battery control board, it's connections and measuring charger were all checked. Battery charger board failed. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned battery charger found that the reported event was related to an electrical issue. The charger did not pass the bench test. Channel a did not pass all voltage specs. All voltage readings were low. The green l.e.d. On the test fixture for channel a was off. The component did not pass visual inspection, as leaky caps were found on board. The reported event was confirmed.